Event description:
It was reported that approximately four years two months post port placement, the contrast medium was allegedly leaked. It was further reported that catheter was found to be damaged near a subcutaneous tunnel of the internal jugular vein. Reportedly port was removed from patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter leak and fracture issue and the identified wear and deformation issues, as a partial circumferential break was noted 4.7cm from the distal end of the cath-lock. The proximal edge of the partial circumferential break was noted to be granular and curved; the distal edge appeared rounded and non-uniform. The tool damage noted on the proximal end of the catheter was observed to be in two regions, radially adjacent from each-other. Although sample was returned for evaluation, five medical images were provided for review. The investigation is confirmed for the reported catheter leak and fracture issue, as there is a right sided port catheter in place with contrast material both in the top of the chest near the right clavicle and right neck were noted. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years and one month post port placement in the right internal jugular vein, CT examination was performed and found that contrast medium allegedly leaked. It was further reported that post removal of port system, the catheter was damaged near a subcutaneous tunnel of the internal jugular vein. There was no reported patient injury.